Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited noise. Programming changes were made successfully. The patient was stable and asymptomatic.